Event description:
It was reported that the pump battery was depleting quickly. Additionally, it was reported that the customer experienced an elevated blood glucose (bg) level of approximately 400 - 423 mg/dl, with trace ketones. Cause was not known. Customer addressed the elevated bg by going to the emergency room and was subsequently admitted to the intensive care unit. Customer was treated intravenously with insulin. Reportedly, customer was released 2/18/2023 with the issue resolved and no permanent damage. Reportedly, the cartridge and infusion set had been in use for more than 48 hours with humalog insulin. Tandem technical support educated the customer on insulin labeling.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: change your infusion set every 48¿72 hours as recommended by your healthcare provider. Per tandem user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider.